Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that while the zenith aaa endovascular graft aaa ancillary component main body extension was being deployed, the device was pressed against the right side of the aortic wall and only deployed properly on the left side. The physician could not determine if the device had been positioned correctly below the lowest renal artery, so they decided to remove the graft, which was re-sheathed and removed successfully. Another backup device was prepared, but the physician decided to make a second attempt at deploying the original graft. With some difficulty, the new graft was deployed into the existing zenith graft, but it was approximately 4-5 mm lower than intended. The physician continued and implanted a limb extension. A final digital subtraction angiogram was performed, showing a successful result with no type I endoleaks. There were no injuries or additional procedures reported.